Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the reportable malfunction was reproduced, the type of foreign material was unable to be identified. The foreign material residue point was confirmed to be free from deformation. Although a definitive root cause could not be determined, it is probable the deviation of the reprocessing method from the instruction manual may have caused the foreign material to remain. The event can be detected and prevented by implementation in accordance with the following IFU: instructions for gif/cf/pcf-290 series operation manual chapter 3, ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.